Event description:
Received info stating customer received a temperature alarm at normal room temperature. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device eval report has been completed and the customer complaint was confirmed in the logs; however, no failure was identified.